Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient had no consequences and continued to be monitored.